Manufacturer narrative:
The events of fever and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: fever and lymphoma alcl suspected.

Event description:
Patient's relative reported inflammation, fever, and ¿medical opinion shows lymphoma¿ on an unknown side. Histopathological markers were not reported. Patient attended the emergency room due to high fever of 39 degrees and healthcare professional recommended explant of the device. The device remains implanted.